Event description:
It was reported that a patient underwent a myomectomy procedure on an unknown date and barbed suture was used. The doctor was performing a robotic myomectomy and was using the suture to close the myometrium after removing the fibroids. The suture was breaking and went through multiple strands from the same box all resulting in a break. It is unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how many sutures got broken due to event description mention " multiple strands from the same box?" It is unclear how many sutures got broken. 6 sutures were reported to have been broken. What is the lot number? Lot number was not found as the trash, box and suture, were taken out before the sales representative got into the room. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-09005, mw # 2210968-2022-09006, mw # 2210968-2022-09008, mw # 2210968-2022-09009, and mw # 2210968-2022-09010. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.